Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate after loading 300 units of insulin. Customer reloaded the same cartridge and the insulin gauge was accurate. Customer's blood glucose (bg) was reported to be 360 mg/dl at the time of the event. Customer reported having active insulin in the body which would address the elevated bg.